Event description:
It was reported that the device was used during a laparoscopic assist vaginal hysterectomy. The gasket tore when a surgical device was introduced into the trocar. The piece of gasket feel into the abdomen and was not retrieved. Case was completed with the same device. There were no subsequent consequences to the pt.